Event description:
The customer reported that there was a "no signal input" message that appeared on the left monitor after boot-up. There was a bad video connection at the rear of the monitor.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monitor. The system operates as intended. (B) (4) 06/17/2009.